Event description:
Patient stated, " I recently changed to your feminine hygiene products (no applicator tampons) and want to continue to support you but I have found that the cotton gets stuck and peels off making it uncomfortable to remove. It happens 9 times out of 10 (figure of speech). To the point where I find myself wanting to buy something else because of the discomfort. I hope there's something you can do to improve this particular product. Thanks for listening." Seventh generation consumer contact agent received lot code information and product information. Consumer was offered a refund of their money but declined.